Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Per the instructions for use of the device, pump pocket seroma is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Sales representative reported a prometra ii 20 ml pump that is unable to communicate with a programmer. Per follow-up, representative confirmed that the pump had flipped. Representative reported, patient is getting great pain relief. [Physician] will manually flip the pump in march when it's time for a refill. There is still quite a bit of swelling at the site. 40cc of fluid removed from pump site today. Additional follow-up confirmed that it is unknown how the pump flipped, as the pump was confirmed to be sutured down at 4 sites.

Manufacturer narrative:
Physician confirmed that there was no allegation of pump or catheter issue; all events, including the programmer communication issue and pump flipping, were attributed to the patient's weight loss. Per the instructions for use of the device, pump flipping/twist, seroma, and infection are known possible risks of use of the device. The programmer communication issue is attributed to the pump flipping. Internal complaint number: complaint-(B)(4).

Event description:
Sales representative additionally reported that the patient's pump had flipped due to the patient's massive weight loss. The original seroma reported was irritation due to this event, and there was no more fluid collection. Representative also stated that, unbeknownst to them, the patient reportedly developed an infection and the pump and catheter were explanted. The physician placed the patient on antibiotics for three months until the replacement surgery occurred.